Manufacturer narrative:
The date of the event onset was reported as ¿three to four weeks ago¿. Initial reporter phone number - (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by "peritoneal inflammation" and "fester inside the abdomen." The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intravenous anti-inflammatory (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.